Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pulmonary thrombosis ('blood clots in my lungs') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, ovarian cyst, dyspnea, pulmonary embolism, pregnancy (4 pregnancies without complication. 2 pregnancies required cesarean section for delivery.), anemia, uterine bleeding, diabetes mellitus, hypertension and vitamin d deficiency. Previously administered products included for an unreported indication: heparin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vagina pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy. (Full), salpingingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pulmonary thrombosis, headache, weight decreased, abdominal pain upper and vulvovaginal pain outcome was unknown, the abdominal pain and weight increased was resolving and the dysmenorrhoea, menorrhagia, migraine and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events vaginal hemorrhage, stomach pain and vagina pain were added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pulmonary thrombosis ('blood clots in my lungs') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, ovarian cyst, dyspnea, pulmonary embolism, multigravida (4 pregnancies without complication. 2 pregnancies required cesarean section for delivery.), anemia, uterine bleeding, diabetes mellitus, hypertension and vitamin d deficiency. Previously administered products included for an unreported indication: heparin. On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vagina pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy. (Full), salpingingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pulmonary thrombosis, headache, weight decreased, abdominal pain upper and vulvovaginal pain outcome was unknown, the abdominal pain and weight increased was resolving and the dysmenorrhoea, menorrhagia, migraine and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain and menorrhagia lot number: 774378 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pulmonary thrombosis ('blood clots in my lungs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy. (Full), salpingingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pulmonary thrombosis, abdominal pain, dysmenorrhoea, migraine, headache, weight increased and weight decreased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. New reporter added. Category of case changed to incident. Event injury was deleted. New events were added: pelvic pain, dysmenorrhea, abdominal pain, menorrhagia, migraines, headaches, weight gain, weight loss and blood clots in my lungs were added. Lab data added. Patient demographic added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.